Event description:
We received an allegation of a discrepant high inr result with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 8:16 a.m. Was 3.8 inr. The result from the laboratory 30 minutes later was 2.8 inr. The patient was advised by the doctor to withhold her warfarin dose for one night. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and she tests every 2 weeks.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The vial of test strips was received for investigation with 0 strips remaining. Since no test strips were provided for investigation, the cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."